Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of effect and loss of stimulation sensation. Impedance readings for the 0 electrode were >4000 ohms. The device had been placed in the pt's abdomen, which had quite a bit of adipose. The pt was taken for a revision, and the device had been spinning/shifting around in the pocket. The lead and extension were twisted and wound around. The lead and extension were fractured and were thus replaced. The extension was cut to remove it from the pt. There were no surgical complications and the pt had goot stimulation post procedure.